Event description:
It was reported that a portion of the depuy spine leopard implant was broken during insertion. Broken fragment was removed and the surgeon felt that the problem did not compromise the integrity of the device and left it implanted. No pt injury was reported as a result of this event. As the damaged device was left in the body an MDR is being filed to document this event.